Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the system fan was noisy and that the electrocardiogram connector was loose. The fan and the link electronic module printed circuit board were replaced and the board was calibrated as well. (B)(4).